Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown); sigpshell, sig power sigpshell control shell (lot # unknow); sig power sigadaptshort lin short adapt (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic partial lung resection, at the time of lung parenchymal resection, after establishing the connection, verifying the jaw opening and closing, and clamping the lung, the firing could not be done, despite pressing the green button and the lower button. Even after reconnecting the cartridge and re-verifying the opening and closing of the jaws, the firing could still not be done. Additionally, upon inspecting the actual device, it was observed that the staple at the base had partially protruded. The reload was replaced to resolve the issue. There was no patient injury.